Event description:
It was reported that the homechoice (hc) device was leaving solution in the bags and the patient was being under dialyzed. The technical service representative (tsr) talked about end of therapy procedure and the continuous ambulatory peritoneal dialysis (capd) with the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The malfunctioning pump assembly was scrapped and the device was sent to servicing. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed the rite (returned instrument test evaluation) electrical and functional testing. The device passed the external/internal inspection and had successfully completed a simulation of therapy. The reported event was confirmed through the event history log review. The event history log review found the system error (se) 2042 which indicated the reported problem because the therapy could not be completed due to this alarm. The cause of the se 2042 was found to be the malfunctioning pump assy. Should additional relevant information become available, a follow up medwatch will be submitted.